Event description:
It was reported that the patient had received medical attention for low blood glucose levels. The patient's blood glucose levels declined to 29 mg/dl while wearing the pod. The patient reports they lost consciousness. Upon arrival of the emergency medical services the patient was treated with intravenous dextrose. The patient declined to go to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention for low blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.